Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5 of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the foreign material adhered inside the air/water nozzle was not removed completely, which caused clogging. The root cause of the foreign material could not be determined. (E2 was inadvertently selected on this report.) Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The presence of foreign material was also confirmed. It was noted that water tightness was lost due to deformation of the zoom lever. The bending angle in the up direction and the play of the up/down knob did not meet standard value due to wear of the angle wire. The connecting tube had a dent and the scope connector was corroded. There were scratches noted throughout the device. The universal cord was sticky and the scope cylinder was shaved. The connecting tube and control unit had discoloration. It was also noted the light guide bundle was slipping down. The scope connector and the control unit were dirty due to water leakage. The adhesive on the bending section rubber had a crack and the paint on the scope cylinder was peeled. It was also noted that image was partially dark due to a scratch on the objective lens. The investigation is ongoing. Additional information regarding this event has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope had air bubbles generated from the operation part. Upon inspection and testing of the returned device, it was noted that the nozzle had foreign objects due to insufficient cleaning. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.